Event description:
It was reported that the pump module shut down during infusion and suspected that it was due to an issue with the pump module's left iui connector. There was patient involvement and no harm. Bd received additional information. It was reported that heparin was infusing at the time the issue occurred. When asked if there was any obvious damage to the iui connector on pump module, the customer's response was "no".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d17 - appropriate term/code not available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module powering down during an infusion could not be confirmed through a review of the logs or replicated during laboratory testing. Laboratory testing performed on suspect pump module found the device to be functioning as intended. The inspection process found the right (male) iui with minimally smashed isolation ribs and minimal signs of contamination on the body of the connector. The left (female) iui was found with worn plastic and some fiber residue on the body of the connector. The review of the concomitant pcu event log did not record any communications errors (channel disconnected alarms) around the reported time of the event. A review of the concomitant pcu event log identified that on 23nov2024 at 7:52 pm, the user selected the suspect pump module and started a new infusion of heparin with rate: 12ml/hr, volume to be infused (vtbi): 250ml, concentration: 25000unit/250ml and dose: 1200unit/hr. The primary volume infused (pvi) was recorded as 2072.79ml, an accumulated from previous infusions. At 9:18 pm, the user channeled off the module and the system was powered down. The system was immediately power back on. The pvi was recorded as 2089.96ml at 9:19 pm, two consecutive remote intravenous (IV) infusion messages with rate: 12ml/hr, vtbi: 250ml and dose: 1200unit/hr were received and started. At 4:48 pm, the infusion completed with keep vein open (kvo) alarm. The pvi was recorded as 2340.03ml. At 4:21 pm, the user channeled off the module. At 5:33 pm, the user selected the channel and started a new infusion with rate: 14ml/hr and vtbi: 250ml. At 5:42 pm, a remote IV infusion message was received with rate: 14ml/hr, vtbi: 250ml and dose: 1200unit/hr. The user started the infusion. At 6:26 pm, the user channeled off the module and detached it from the system. The pvi was recorded as 2353.28ml. At 7:04 pm, the system was powered down. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 18 hours was terminated early after only infusing for approximately 40 minutes. Bd alaris system iui inspection tip sheet recommends replacing the iui when any surface is contaminated with blue or green deposits, cracks, or other signs of damage are visible. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged devices can result in patient harm. The bd alaris best practices for cleaning tip sheet contains information regarding the correct steps for cleaning the iui connectors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Please replace male and female iui connectors. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please replace male and female iui connectors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of a pump module powering down during an infusion could not be definitively determined. The pcu event log analysis found an infusion of heparin was manually terminated early; however, the cause for early termination could not be ascertained from the log. Note that imdrf annex a0401, a040502, a1801, c07, c23, d11, d15 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module shut down during infusion and suspected that it was due to an issue with the pump module's left iui connector. There was patient involvement and no harm. Bd received additional information. It was reported that heparin was infusing at the time the issue occurred. When asked if there was any obvious damage to the iui connector on pump module, the customer's response was "no".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.